Event description:
A customer in (B)(6) notified biomérieux of a false susceptible result for cefoxitin on a (B)(6) strain with a vitek®2 ast-p648 test card ((B)(4)). The customer reported that during a screening for (B)(6), from two (2) different patient samples (nasal and perianal / perineum sample), they obtained for both samples false susceptible results for cefoxitin . The customer repeated the tests with other methods (cefoxitin tests, pbp2 tests and chromogenic method) and obtained cefoxitin resistant as expected. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a discrepant cefoxitin screen test (oxsf) results for two (2) staphylococcus aureus strains from patient isolates associated with on vitek® 2 ast-p648 card (ref.420857), lot. #7480236203, on vitek 2 v7.01 software. The presence of two (2) (B)(6) strains was confirmed by pcr meca (B)(6) and kirby bauer cefoxitin (fox kb) resistant. The reference method (agar dilution) for oxacillin (ox) gave susceptible results (ox mic value = 0.5 mg/l) for both strains tested. Tests performed on the product an system vitek® 2 v7.01 impacted (aes parameters: eucast + phenotypic): tests: two (2) ast-p648 cards (one from customer lot.# 7480236203 (cl) and one from a lot used as random lot. #7480201403 (rl) were tested from cba subculture with the 2 impacted s. Aureus strains, results are the following: -strain 1: vitek® 2 gave on lots tested, oxsf negative test and susceptible result for oxacillin (ox mic value=0.5 mg/l) with "acquired penicillinase" phenotype. -strain 2: vitek® 2 gave on lots tested, oxsf negative test and susceptible result for oxacillin ox (mic = 1 mg/l with cl and 0.5 mg/l with rl) with "acquired penicillinase or modification of pbp" phenotype on the customer lot (cl) and "acquired penicillinase" phenotype on the (rl). -the oxacillin mic values are within essential agreement compared to the reference mic (0.5 s) without category error -the cefoxitin screen test (oxsf) negative tests are not correlated with the disc diffusion result (fox kb r). Conclusion: results of the customer were reproduced internally oxacillin susceptible result and oxsf negative test. The non-detection of mrsa is then confirmed for strain 1 (aes phenotype "acquired penicillinase") and partially confirmed for strain 2 on the random lot only, since for the customer lot, the combination of results obtained for ox/oxsf allows the expert system "aes" to give "acquired penicillinase or modification of pbp", suggesting to the user to confirm the results obtained. The most probable root-cause that could explain the issue on those impacted strains seems related to their growth that occurred later in the incubation cycle than most of s. Aureus isolates. Complaints trend analysis did not reveal the referenced issue as a systemic issue, complaints registered against this lot did not reveal any trend. The impacted strain will be added to the r&d's stock collection